Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was that during follow up check x-ray image revealed right atrial (ra) and right ventricular (rv) lead dislodge. Implantable cardioverter defibrillator (ICD) detection was turned off, and ra and rv leads remained in use. Approximately two days later, revision procedure was performed and ra and rv leads were re-positioned. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(4) study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.